Manufacturer narrative:
(B)(4). A query of the complaint-handling database was performed and there are no lot specific product quality deficiencies.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned device noted blood and contrast on the distal shaft, which is consistent with handling. It was confirmed that the stent implant was dislodged from the stent delivery system (sds) and not returned. However, there were crimp marks between the markers on the tightly folded balloon, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but is not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. In this instance, it is possible that positive pressure may have been applied to the system at some point, causing the balloon to slightly expand and the stent implant to become loose, thus, causing the stent to dislodge during removal of the protective sheath; however, this cannot be confirmed. The protective sheath was not returned for analysis, which may have assisted in determining a cause of the reported stent dislodgment. There were two kinks noted in the distal shaft and a kink in the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred as a result of packaging and shipment back to abbott vascular for analysis. These kinks would not have contributed to the reported stent dislodgement. A definitive cause of the reported missing stent/stent dislodgement cannot be determined; however, there does not appear to be a product quality deficiency. Furthermore, the kinks noted during product analysis are most likely due to handling. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and there have been no related incidents reported for this lot. All stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that after removal of the xience v stent system from the packaging and prior to insertion on the guide wire, it was observed that there was no stent on the delivery system. The device was not used and there was no patient involvement. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Event description:
The stent system was a promus, not a xience v.